Event description:
A customer contacted baxter's technical service center to report having a system error 2240 on the homechoice (hc) machine during drain 3. The home patient (hp) stated that she disconnected from the hc prior to the alarm. The technical service representative (tsr) explained that a large amount of air had entered into the disposable set. The hp finished with a manual exchange. Product surveillance contacted the hp regarding the reported event. The hp stated she disconnected from the cycler on purpose to go to the bathroom. The hp stated she then reconnected which was when the alarm occurred. The hp stated there were no adverse events as a result of this event. The hp stated she notified her nurse of this event who reviewed proper disconnection procedure with her. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient improperly disconnected. The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at- (B)(4) for the user error in this complaint. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).